Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A supply management coordinator reported that the a3059 mayfield composite series skull clamp was not ratcheting. Additional information received on 19oct2018 indicated that the skull clamp was used in a craniotomy case, possibly on (B)(6) 2018. The issue was discovered once the pins were placed on the patient's head and was locked. The skull clamp was removed when the malfunction took place. Although the device was in contact with the patient, it did not cause any injury. A 30-minute surgery delay was reported but it did not affect the patient's condition or the outcome of the procedure. Additional information was also received on 26oct2018 indicating that the rocker arm which holds the two skull pins was not locking. The index locking knob was in the locked position but the rocker arm was still moving. It was noticed before the procedure was started and then was removed from surgery.

Manufacturer narrative:
The product was returned for evaluation. The device history record review cannot be performed at this time device history record cannot be found. No issues were observed. With respect to the returned unit it has passed all specific functional testing requirements. The complaint is not confirmed. The root cause is unknown.